Manufacturer narrative:
(B)(4). Date of follow-up report: 10/21/2015. (B)(4). A system component, the location sub-system was returned and evaluated. Results showed an open / blown fuse.

Manufacturer narrative:
The location sub-system (lss), a component of the superdimension system has been recevied and currently under evaluation. When the device evaluation is complete a follow-up report will be submitted. There were no anomalies identified during the internal review of the DHR of the system console. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia.

Event description:
The site was setting up for a superdimension enb procedure and were getting an error message that the location board was not connected. The case was cancelled after the patient had already been under general anesthesia. There was no report of patient injury, death or other serious adverse event. If additional information pertinent to the incident is obtained a follow-up report will be submitted.